Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that interventions taken included botox injection and suprapubic catheter placement on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient initially had symptom improvement; however, after a bout of pneumonia in approximately (B)(6) 2016, their symptoms returned. The clinical diagnosis was a return of luts (lower urinary tract symptoms), specifically frequency, urgency, and retention. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming on (B)(6) 2017 and suspending the therapy on (B)(6) 2018. It was noted that the event was ongoing. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was clarified that reprogramming ¿ not suspending the therapy ¿ was done on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was clarified that the patient¿s symptoms that returned were urinary retention, urgency, and frequency. Interventions taken included suspending the therapy with the device still implanted in case the patient decided to proceed with the therapy in the future; it was noted the patient was proceeding with botox and suprapubic catheter to treat the symptoms as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's baseline weight was provided).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.